Event description:
This unsolicited case from united states was received on 29-nov-2017 from the physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after few days the patient experienced pain in both knees, swelling in both knees and stiffness in both knees. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl022 and expiration date: not reported) bilaterally. On an unknown date in 2017, few days of receiving the injection the patient had pain in both knees, swelling in both knees and stiffness in both knees. Corrective treatment: methylprednisolone (medrol) dose pack for all outcome: unknown for all the events a pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The production and quality control documentation for lot 7rsl022 expiration date (05/2020) was reviewed. The investigation showed that the product met specifications. No associated non-conformances were noted. Based on the lot batch record review & lot frequency analysis for lot 7rsl022 no CAPA was required. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. As of 19-dec-17, there were 2 complaints on file for lot 7rsl022: (2) adverse event reports. Sanofi would continue to monitor complaints to determine if a CAPA was required. Seriousness criterion: required intervention for all additional information was received on 19-dec-2017. Global ptc number and results were added. Text was amended accordingly.

Event description:
This unsolicited case from united states was received on (B)(6) 2017 from the physician. This case concerns a (B)(6) year old female patient who received treatment with synvisc one injection and after few days the patient experienced pain in both knees, swelling in both knees and stiffness in both knees. No relevant medical history, past medications and concomitant medications were reported. On (B)(6) 2017, the patient received treatment with intra-articular synvisc one injection, at the dose of 6 ml once (lot number: 7rsl022 and expiration date: not reported) bilaterally. On an unknown date in 2017, few days of receiving the injection the patient had pain in both knees, swelling in both knees and stiffness in both knees. Corrective treatment: methylprednisolone (medrol) dose pack for all. Outcome: unknown for all the events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criterion: required intervention for all.